Event description:
Add'l info received from MFR 5/22/03: test summary reads: the test was completed as specified in the test procedure with both burs meeting the minimum performance required. Manual testing was performed as detailed above, the burs did not exhibit excessive head deterioration, shell removal of coating, excessive loss of diamond coating or fatigue. There were no breakages. There was noticeable discoloration however this may be due to the extended period cutting without irrigation.

Event description:
Diamond coating came off drill bit. Came off in pt but was able to be retrieved by surgeon. No adverse effect to pt. Same problem occurred twice.